Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up, the lead exhibited low r-wave amplitudes, high capture threshold, and low lead impedance. The lead was noted to be fractured. The lead was explanted and replaced without complication. The patient was in stable condition following the procedure.